Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in appropriately treated with therapy. The right ventricular (rv) lead had t-wave oversensing (twos). The lead was reprogrammed and continues to be monitored in use. No further patient complications have been reported as a result of this event.